Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: 18 fr manta was deployed , and distal pulses were not felt. Physician went to cut down and found that the manta was inside the vessel. Physician said that "no closure device would have been successful in this patient , and she was glad to have used manta and not another closure device for this patient." Additional information on 16feb2023, during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 7-9mm and it was reported that, while access was good the patient had tortuous and calcified vessels. Act was 338, protamine was given, and act was 131 after administration and prior to closure. Heparin was administered during the procedure. Distal pulses were not present post deployment, so the surgeon decided to do a surgical cutdown. The manta device was found in the vessel and was explanted. The patient was sent to recovery and was reported as fine post procedure.

Event description:
It was reported that: 18 fr manta was deployed , and distal pulses were not felt. Physician went to cut down and found that the manta was inside the vessel. Physician said that "no closure device would have been successful in this patient , and she was glad to have used manta and not another closure device for this patient." Additional information on 16feb2023, during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 7-9mm and it was reported that, while access was good the patient had tortuous and calcified vessels. Act was 338, protamine was given, and act was 131 after administration and prior to closure. Heparin was administered during the procedure. Distal pulses were not present post deployment, so the surgeon decided to do a surgical cutdown. The manta device was found in the vessel and was explanted. The patient was sent to recovery and was reported as fine post procedure.

Manufacturer narrative:
Qn#1900100018 the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure in the right common femoral artery. A central positioned access was achieved utilizing micro puncture and ultrasound. The arteriotomy was 7-9mm, mild distal calcification, with a measured depth of 2cm + 1cm. No issues were encountered advancing or withdrawing procedure sheaths. Manta was deployed to the measured depth, and following deployment, distal pulses were not found. The physician chose to do a surgical cut down, during the surgical intervention the manta device was seen inside the vessel, was explanted, and the patient was transferred to recovery post procedure. The physician noted it was doubtful any closure device would have been successful on this patient, even though access was good, the vessels were tortuous and calcified. The physician is an experienced vascular surgeon, was willing to do surgical intervention regardless, and choose manta even after discussion of the potential complications due to the patients' anatomy and calcification. Therefore, the root cause of no distal blood flow post-deployment requiring surgical intervention is likely due to poor patient selection, having heavily calcified and tortuous vessels potentially causing the manta implant not to catch on the vessel properly during deployment and causing an ineffective seal at the access site. The IFU warns not use manta in patients with severe calcification of the access vessel, and/or if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.